Manufacturer narrative:
A review of the system archive found that the reported event was related to a user technique issue. The 3d model used for registration was of a patient with loose facial skin. It appeared that some of the skin on the forehead was compressed during the scan. The system has alternate registration options available that may have been better suited for this patient.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged a .5cm inaccuracy posterity and 4mm to the left. The patient was re-registered multiple times throughout the procedure. There was a 40 minute delay of therapy. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been returned to manufacturer for analysis.